Event description:
It was reported to boston scientific corporation that a solyx single incision sling was implanted on a patient on (B)(6), 2013. According to the complainant, during the procedure, the implantable anchoring tip would not disengage from the delivery device. The physician removed the device and completed the procedure with another of the same device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Pt age: the exact age of the patient is unknown, however, it was reported the patient was over 18 years. At this time, we are unable to determine the relationship between the device and the cause for the event.